Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lumps, swelling, hard, inflammatory/allergic response and biofilm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, inflammation, infection, skin irritation and hypersensitivity: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials should be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noted that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with 1ml of juvéderm volift with lidocaine in the marionettes and chin. Three weeks after the injection, the patient was reviewed and had developed some minor lumps in the marionette area which were massaged out and everything was otherwise fine. Patient was reviewed again 2 weeks later and the lumps were gone. Around 7 weeks after the initial injection, the patient returned to the clinic "really swollen and hard marionette area and chin." All the other areas were "still completely fine." Patient was reviewed by another healthcare professional who advised the patient to take antihistamines and "was thinking it was an inflammatory/allergic response." Patient was reviewed a week later and the hardened area had increased if not doubled in size and the chin was still very hard. Patient was then treated with hyaluronidase and the hardened areas softened immediately. Patient was also treated with antibiotics to treat a biofilm after consulting with a company healthcare professional. On the patient's last review, the affected areas were almost completely soft again. The patient was happy and continues treatment with antibiotics. Patient concomitantly takes antihistamines daily.